Manufacturer narrative:
(B)(4). Final analysis found the lead sustained clavicle crush damaged the inner wall of the outer insulation distal to the suture sleeve impressions. The inner insulation was found to be damaged and all five filars of the inner coil fractured in this region at 23.9 cm to 34.4 cm from connector pin. An insulation abrasion breaching the outer insulation was found at the distal region due to friction to another implanted device or feature of the heart. These were most likely the cause of the complaints from the field. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and loss of sensing. The lead was explanted and replaced. The patient was discharged. No additional information was available.